Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's ac power led does not work and the power does not turn on. There was no patient involvement.